Event description:
A stent thrombosis event was identified on the same date as the patient's death.

Event description:
During the index procedure, the patient had one resolute integrity drug-eluting stent implanted in the lad and one endeavor sprint drug-eluting stent implanted in the lcx. It was reported that one day post the index procedure the patient died due to cardio respiratory failure. The investigator did not assess if the event was related to the endeavor sprint stent.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent thrombosis).